Event description:
Customer reported that the panorama central station in use with panorama telepack did not produce an asystole alarm. No pt injury was reported.

Manufacturer narrative:
Documentation from the event is currently under review.